Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient went to the ER and has been admitted to the hospital due to low bg which was 34 mg/dl event on (B)(6) 2024. Customer admitted to hospital 2nd time in between 10 days. No further information available